Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿torn rubberize¿ with a potential root cause of "insufficient latex strength or low/ non uniform rubberize thickness". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter (silicone) fell out due to the balloon damage.